Event description:
Customer reported cartridge load issues that prevented the tandem pump from operating and accepting new cartridges. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and the case was closed by technical support.